Event description:
On (B)(6) 2022, senseonics was made aware of an event where the user is not able to enter calibrations on transmitter after multiple attempts that resulted in a early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized, but not received. Thus, no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. H3: device evaluated by manufacturer? Not returned to manufacturer; h6: investigation findings, changed to 3221; h6: investigation conclusions, changed to 67.